Event description:
It was reported that the patient was hospitalized with sepsis at an unknown date secondary to infusion set cannula insertion site infection, presenting with cellulitis and calluses, and was treated with sinemet 25/100 mg and sinemet sr 25/100 mg, which resolved the condition.

Manufacturer narrative:
Imdrf investigation findings: code e2123 is not available in database to capture for health effects - clinical signs and symptoms or conditions identified (medical device site infection) based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.